Manufacturer narrative:
The tech found the brake will set but not hold due to worn brake casters. The tech replaced the brake and the brake steer casters to resolve the issue.

Event description:
The account alleged the brakes will set but not hold. No pt impact.